Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose level was 500mg/dl at the time of the incident. The customer reported that the customer was on medication that was causing high blood glucose. The healthcare professional had already advised the customer to stop using it but the blood glucose was still going high. The customer reported that she wasn't feeling good. The customer stated that she would give herself manual injection to see if that would help bring blood glucose down and call back. The insulin pump will not be returned for analysis.